Event description:
It was reported to philips that the system could not perform exposure or fluoroscopy and displayed the message: ¿free space low: delete examinations.¿ no user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard disks and re-created the image storage. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is showing message stating can¿t fluoro & cine: message: free space low: delete examinations. Review of the system log file showed that the malfunctioning frontal ip-pc. Field service engineer (fse) downloaded the ip pc¿s software and recreate image, but issue reoccurred and the fse replaced the image disk (hard disk spare part) of ip pc and re-created the image storage. After replacement of hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.